Event description:
The instruction booklet is sealed in a plastic bag inside the shelf box. On the bag is a statement which says that the device cannot be returned after the bag has been opened. However, rptr states that the instruction booklet has warnings that the device is not to be used by diabetics, or individuals with varicose veins or poor circulation. Rptr states that these warnings should be on the outside of the box.